Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm compromised force sensor system alarm due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system and insulin squirt out during manual prime. Customer also stated that the drive support cap was sticking out. The customer¿s blood glucose level was 146mg/dl at the time of the incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.